Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the blood glucose went low and that she was experiencing symptoms of feeling shaky and confused. The blood glucose reading was not given. Cusotmer stated that she was being assigned to a different doctor and that she was working with a trainer who was advising her on foods to eat. Nothing further was reported.